Event description:
It was reported that the device shut down while a patient was being ventilated. Users reported that a "system failure" message appeared and that the device stopped working. The event occurred between on (B)(6) 2026, but the customer does not know the specific date. No patient health consequences have been reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.